Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Upon initial insertion of the pump, the patient exhibited irregular electrocardiogram changes. During manipulation of the pump, the patient progressed to an extended complete heart block. The physician withdrew the pump into the aorta and ordered it to be turned off. The impella was then fully removed from the body. A transvenous pacemaker was quickly placed, and the decision was made to reinsert the same impella after it was washed with heparinized saline. The impella was replaced and functioned without incident for the duration of the procedure. The patient survived the procedure.